Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ("bloated stomach nd look pregnant") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tube removed). Essure was removed in 2015. At the time of the report, the abdominal distension had not resolved. The reporter considered abdominal distension to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('bloated stomach nd look pregnant') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), the first episode of dyshidrotic eczema ("dischidrotic eczema"), the second episode of dyshidrotic eczema ("itchy dyshidrotic eczema") and allergy to metals ("nickel allergy"). The patient was treated with surgery (tube removed). Essure was removed in 2015. At the time of the report, the abdominal distension had not resolved and the last episode of dyshidrotic eczema and allergy to metals outcome was unknown. The reporter considered abdominal distension, allergy to metals, the first episode of dyshidrotic eczema and the second episode of dyshidrotic eczema to be related to essure. The reporter commented: discrepancy in essure removal year - 2015 and 2016. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal distension ("bloated stomach nd look pregnant") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tube removed). Essure was removed in 2015. At the time of the report, the abdominal distension had not resolved. The reporter considered abdominal distension to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ('bloated stomach nd look pregnant') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), dyshidrotic eczema ("dischidrotic eczema"), eczema ("itchy dyshidrotic eczema") and allergy to metals ("nickel allergy"). The patient was treated with surgery (tube removed). Essure was removed in 2015. At the time of the report, the abdominal distension had not resolved and the dyshidrotic eczema, eczema and allergy to metals outcome was unknown. The reporter considered abdominal distension, allergy to metals, dyshidrotic eczema and eczema to be related to essure. The reporter commented: discrepancy in essure removal year - 2015 and 2016. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events dyshidrotic eczema, itchy eczema and nickel allergy were added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.